Event description:
The operating room was being set up for incoming patient. The geo matt that was opened had a live stink bug inside the wrapping. There were small stains on side of pad. Additional pads from same lot were returned to manufacturer.